Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2017 where a healthcare professional confirmed that they had developed an infection at their ipg site. As result, the patient was treated with antibiotics on (B)(6) 2017. On (B)(6) 2017 the patient was seen by their physician who confirmed the infection was still present. Surgical intervention could be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention on an unknown date to have their scs system explanted.